Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was admitted to the hospital with a blood glucose (bg) level ranging from 233-314 mg/dl, which resulted in "heart related issues." Tandem technical support perform a system check and it was found that the customer's correction factor was incorrect. Customer adjusted correction factor to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer declined further assistance from tandem technical support regarding the hospitalization issue. Therefore, no additional patient or event information was able to be obtained.